Manufacturer narrative:
As reported, the bard/davol hydrosurg laparoscopic irrigator fluid leaked from the batteries part at the end of the procedure. There was no reported patient injury. Based on the condition reported, the root cause is most probably due to fluid ingress into the unit housing. However, the subject device was not returned for evaluation, as such no conclusion can be made.

Event description:
The following was reported via medwatch report ((B)(4)): "there was a leakage of cloudy water came out from batteries part of the suction irrigation machine at the end of surgery. Suction irrigation machine: hydro-surg plus laparoscopic irrigator with nezhat-dorsey smokevac/trumpet valve, 33 cm tip and cojoined suction and irrigation tubing / lot number: jufr0572".